Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performance and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. Each attempt at placement gave high, out of range pacing impedance values. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.